Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/lower pelvic pain") in a 27-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping on left side/cramping"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, proximal occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter's information and lot number were updated. Event added: cramping on left side. Outcome of event pelvic pain was updated from unknown to recovered/resolved. Concomitant drug and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ths spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/lower pelvic pain") in a 27-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping on left side/cramping"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, proximal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.